Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. A review of the device history record for sn(B)(4) was performed from (B)(6) 2018 to (B)(6) 2020 and confirmed that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.